Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: b5.

Event description:
Medical report received. During the (B)(6) 2019 primary, it was noted that a reamer was placed and in doing so there was a perforation posteromedially. At this point, the surgeon elected to use a longer stem to bypass the perforation, so the summit stem system was opened. On (B)(6) 2019 the patient went to get up from a chair and felt pain. It was found she had an avulsion fx of the lesser trochanter. She also had a syncopal episode sometime between (B)(6) and (B)(6), plan is to continue weightbearing and physical therapy. On (B)(6) 19 a CT scan revealed a fluid collection lateral to the proximal femur, which was most likely a hematoma or seroma. Heterotopic ossification in the area of the iliopsoas related to previous fx was also identified. The patient had multiple injections over the greater trochanter for pain due to trochanteric bursitis. These injections occurred on (B)(6) 2019, (B)(6) 2020, (B)(6) 2020, and (B)(6) 2021. On (B)(6) 2020, the patient underwent an excision of a left hip for a suspected seroma. A seroma was not identified but the surgeon did find scar tissue. Separate complaints will be created for the femoral perforation by the reamer and for the avulsion fracture. Injections for pain and the excision of scar tissue are considered continuing events to the ultimate revision that occurred on (B)(6) 2023 for pain, mobility issues, and squeaking.

Event description:
This pc is related to (B)(4) and (B)(4). During implantation there was femoral perforation and avulsion fracture caused by the reamer. Injections for pain and the excision of scar tissue are considered continuing events to the ultimate revision. Doi: (B)(6) 2019 dor: (B)(6) 2023 left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.